Event description:
A malfunction alarm with code malf 12 was reported, and although no notable events occurred prior to the malfunction, it was not reset within the last 24 hours. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue returned.